Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the stylus was not functioning with or without a disk or universal serial bus (usb). The latches connections where the overlay connects to the printed circuit (pc) board was not latched down.

Event description:
(B)(4).

Event description:
It was reported that while doing a software update, the touch pen for the programmer could not be used. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.